Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak detected after implanting the valve. The valve was removed and replaced with another valve. Per the operative report of (B)(6) 2010: following initial aortic valve replacement, there appeared to be a perivalvular leak as discussed and confirmed with dr.(B)(6) and dr. (B)(6) on review of the echo. Upon re-replacement of the valve, no evidence of perivalvular leak. Findings after the initial replacement and re-exploration revealed a disruption of the calcium along the annulus over the top of the septum anteriorly.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider via fax, additional information and the operative report was received. It was also noted by the surgeon that there was no malfunction of the device. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.